Event description:
Reporter alleged the blood glucose monitoring inform system and its docking station are "burned". It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
Event occurred in another country.